Event description:
Additional information was received on 11-jul-2016 from a healthcare professional and it was reported that on (B)(6) 2016 the pump was delivering lioresal (2000 mcg/ml at 245.6 mcg/day). The patient's medical history included multiple sclerosis which had produced spastic paraplegias and even the diagnosis of acute transverse myelitis or spinal cord injury. As a result he had a baclofen pump system placed which controlled his spasticity quite well. The patient had recently had the pump revised due to the appearance of the pump pocket site whereby the pump was almost eroded through the skin. It was felt that revising it would be an attempt to salvage the device in case it was possibly infected. Initially he did well but began having drainage after the pump had been revised in its location. He was then admitted to have the device temporarily removed as it appeared to be infected. There were no other complaints voiced. The device system was removed on (B)(6) 2016 due to infection. The patient remained in the hospital for an additional night on IV (intravenous) antibiotics. He had the pump reduced in its delivery and had oral baclofen given as a supplemental attempt to reduce the likelihood of withdrawal reactions which was the rationale for delaying surgery 3 days from admission. On the day after surgery, the patient appeared to be quite stable and was discharged to home with the medication keflex and was to return to the clinic in 10 days. A new device system had not yet been implanted. The cause of the drainage was the infection.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication via an implantable pump for intractable spasticity and multiple sclerosis. The patient presented for post op on (B)(6) 2016 and had been draining from the top of the incision site a lot, so the healthcare provider was going to have to admit the patient the following day and start weaning the pump dose. The plan was to remove the pump by the end of that week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.